Event description:
It is reported that the device was implanted in 2000 and revised in 2009. The acetabular component was found to be both radiographically and intraoperatively loose and did not have ingrowth into porous coating.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 9.5 years. The device was implanted in 2000, before the recall was initiated. No product was available for evaluation. Also, no x-rays were returned for review. The mating femoral stem and its condition is unknown. The patient's height, weight, and activity level are unknown. No operative notes were returned for review. This product was recalled in december 2000. This recall is complete, and no further manufacture or marketing of the inter-op hemispherical acetabular system occurs.